Manufacturer narrative:
(B)(4). This customer contacted philips to request information on how long a battery should last. The nurse reported that the battery alarmed and then shut down after two minutes while transporting a patient who was being paced. There was no impact to the involved patient as they arrived at the transport destination and plugged the defibrillator in. The customer was provided with information on the care of the hsxl battery. The battery is two years old. The battery was replaced. Note that the expected life of the battery is 1.5 years, but may vary based on the aggressiveness of the use model.

Event description:
This customer contacted philips to request information on how long a battery should last.